Manufacturer narrative:
(B)(4) evaluation statement: the reported event of pressure sensor failures could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that over the last two months the customer has experienced a high rate of pressure sensor failures with several devices demonstrating check IV failures on lower pressure sensors. Although lower pressure sensor failures are not common, this type of event demonstrates a typical failure due to physical damage. There was no report of patient harm.